Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's original stem subsiding 2centimeters. The surgeon removed the original stem and put in an expert stem. He replaced the liner as well.